Manufacturer narrative:
The insulin pump was received with blank display due to open trace on lcd driver on lcd board. Unable to verify frozen display, missing segments/partial display or unresponsive keypad/button due to blank display. No moisture damage on keypad traces noted. The insulin pump had cracked case at display window corner and minor scratched lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call indicating that the insulin pump had partial display during normal use. Customer's blood glucose at time of incident was unknown mg/dl. The customer stated had frozen display and no response from any button. The customer stated that display not blank and remove battery for 5 minutes and inserted new battery no alarm occurred. The customer was advised that the device would be replaced. The customer was asked verbally and in written form to return the broken pump for analysis.